Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates both leads migrated. Surgical intervention was undertaken on (B)(6) 2026 wherein the left lead was explanted and replaced, and the right lead was repositioned to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 update: the reporter¿s information was updated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000174989.

Event description:
It was reported that the patient's lead migrated. As a result, surgical intervention may be undertaken in the future. It is unknown which lead attributed to this issue.